Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: date of incident: on (B)(6) 2023. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): yes. Incident details: when attaching the needles to the prefilled syringes, the needles seem to be blocked somehow and unable to move air or liquid through. This makes im impossible to clear the air from the syringe or safely administer the vaccine. Who was affected? No person affected. Frequency of problem: recurring. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier catalogue number: 308-305916. Was the device retained? No. Expected type of investigation: report history/trend analysis.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.